Manufacturer narrative:
(B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9126545. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: the customer stated the needle will not draw medication.

Event description:
It was reported during use the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: the customer stated the needle will not draw medication.

Manufacturer narrative:
Correction: samples were received from the customer. The follow fields have been updated: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2020-06-29. Investigation: h.6. Investigation summary: customer returned one (1) 31gx6mm, 1ml bd insulin syringe from an open polybag from lot 9126545. Consumer reported that needle will not draw medication. The returned syringe was examined, then tested for flow: the syringe was able to draw and expel properly. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9126545. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 9126545. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe for difficult/unable to operate (not drawing) was captured and addressed appropriately. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.